Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
The device was returned for an investigation. Upon evaluation of the device, ventec observed that the device would not ventilate. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the device to fail to ventilate.

Event description:
It was reported that the device failed the pre-use test prior to patient use. Upon evaluation of the device, ventec observed that the device would not ventilate.